Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed a persistent restart alert 42 indicating a motor current sense failure, consistent with a failure to infuse associated with the motor component; the user restarted the device and the alert persisted, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.